Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Additional information: the pump was exchanged on (B)(6) 2017.

Manufacturer narrative:
Approximate age of device ¿ 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's post-operative course was complicated by a small right cerebellar infarct. The patient was admitted (B)(6) 2017 for chest pain and dyspnea, and a lactate dehydrogenase (ldh) level of 325 u/l and troponin 0.09ng/ml. On (B)(6) 2017, the patient presented to the hospital with chest pain and a slight elevation in troponin, with negative ck mb. The patient was discharged home. The patient presented to the hospital on (B)(6) 2017, and it was reported that the implantable cardioverter defibrillator successfully shocked the patient for ventricular tachycardia. The patient's ldh was elevated to 1902 u/l and troponin peak was 5.54ng/ml. It was reported that the lvad clinicians were concerned for device thrombosis with coronary embolism. A CT angiogram was performed without evidence of aortic root thrombus. A ramp echocardiogram study was performed and was positive for device thrombosis. Despite heparin therapy, the patient's ldh remained elevated at 660 u/l on (B)(6) 2017. It was reported that a device exchange was planned. No additional information was provided.

Manufacturer narrative:
Device evaluation: the pump was returned with the percutaneous lead (driveline) cut at the pump end bend relief approximately 7 inches from the pump housing. The severed portion was not returned. Examination of the proximal and distal-sides of the pump stators showed no evidence of deposition or thrombus. Upon disassembly of the pump, examination of the outlet stator found a denatured, tissue-like deposition between the outlet bearing and the two adjacent stator blades. This deposition¿s lack of laminated layering indicates that it did not form in the outlet stator. The observed thrombus could have contributed to the reported elevated ldh. The evaluation could not determine the origins of the thrombus. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains ongoing on lvad support with the replacement device. A review of the device history records for all the returned equipment revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.